Event description:
Meter is giving sporadic readings. His readings are usually in the 130's, but for the last 6 months, they sometimes will read between 170-180.he went to the hospital and they told him his glucose levels were fine.